Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 57.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was kinked. This type of damage typically occurs if an attempt to withdraw the ace 68 from the packaging shell was made prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon opening the packaging of the penumbra system ace 68 hi-flow kit (kit). The kinked ace 68 was noticed prior to use and therefore, the ace 68 was not used for the procedure. The procedure was completed using a kit.